Manufacturer narrative:
This report is filed on june 25, 2019.

Manufacturer narrative:
This report is submitted on may 13, 2019.

Event description:
Per the clinic, the patient experienced device extrusion and infection. Subsequently, the patient was administered antibiotics (date and type not reported) and underwent a skin flap revision (date not reported); however this did not resolve the issue. The device was explanted (date not reported) and it is unknown if the patient was reimplanted with a new device as of the date of this report.